Event description:
A report was received that a pt was experiencing very bad stomach pains and was also experiencing muscle contractions whether the stimulation is turned on or off. The pt's physician prescribed medication and a pain patch which helped to alleviate the pain.

Manufacturer narrative:
This is the final report.